Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. A full technical evaluation was completed in accordance with the original equipment manufacturer specification. There was a blockage in the air/water channel. The channel was not deformed. The blockage was not identified. The blockage will be removed during repair. In addition, a board tab in the plug was found to be broken off and missing. Full disassembly of the device was performed. The missing tab was not present in the device. A comprehensive leakage check was completed, no leaks were evident. The device failed the water volume test. The angles in all direction were not to specification. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device air/water channel had a blockage. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a piece of peripheral equipment such as injection tube or silicone rubber product which entered the channel and clogged in the nozzle. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.